Event description:
It was reported that the deep brain stimulation (dbs) patient lead displayed high and low impedance readings. The patient underwent a procedure to explore the cause of the out-of-range readings, and it was discovered that the end of the extension was cracked on the right port where the high and low impedance readings were located. The lead extension was replaced, and the impedance issues resolved. The patient did well postoperatively.

Manufacturer narrative:
The returned lead extension was analyzed, and the reported allegations of high and low impedances were confirmed. The proximal array was fractured approximately one centimeter from the retention sleeve.

Event description:
It was reported that the deep brain stimulation (dbs) patient lead displayed high and low impedance readings. The patient underwent a procedure to explore the cause of the out-of-range readings, and it was discovered that the end of the extension was cracked on the right port where the high and low impedance readings were located. The lead extension was replaced, and the impedance issues resolved. The patient did well postoperatively.

Manufacturer narrative:
The returned lead extension was analyzed, and the reported allegations of high and low impedances were confirmed. The proximal array was fractured close to the vent port.

Event description:
It was reported that the deep brain stimulation (dbs) patient lead displayed high and low impedance readings. The patient underwent a procedure to explore the cause of the out-of-range readings, and it was discovered that the end of the extension was cracked on the right port where the high and low impedance readings were located. The lead extension was replaced, and the impedance issues resolved. The patient did well postoperatively.